Event description:
It was reported that during a da vinci s surgical procedure, the site experienced multiple instances of system error code 23021. The site contacted isi for technical support engineering (tse) assistance. Review of the site's system log by the tse found that the system error code 23021 was related the endoscopic camera manipulator(ecm) arm. With the assistance of the tse the site performed an emergency power off the surgeon side cart (ssc) and the patient side cart (psc)and restarted the system; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer(fse) concluded that the system error code 23021 experienced by the site was associated with the endoscopic camera manipulator (ecm. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23021 appears when the da vinci s safety system determines that one of the switches on the manipulator has lost its ground sense. Upon determining these conditions, the system records the fault and transitions to a safe state. Investigation of this incident is still ongoing and the root cause of the customer reported failure mode is currently undetermined. A follow-up vigilance report will be submitted when the investigation has been completed. As of october 5, 2012, there have been no reported recurrences of the issue at this hospital.